Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3710/06225420, tg3720/06370013). Intra-operative spinal drainage was performed. The procedure was concluded without any reported issues. The preoperative aneurysm diameter measured 55 mm. On (B)(6) 2008, the patient suffered a stroke and treated with medication. Another spinal drainage was performed. On (B)(6) 2008, no adverse events were identified. The aneurysm diameter measured 48 mm. On (B)(6) 2009, the patient was discharged. On (B)(6) 2009, a new thoracoabdominal aortic aneurysm was identified. No adverse events were identified on the treated aneurysm. The aneurysm diameter measured 48 mm. On (B)(6) 2010, the originally treated aneurysm diameter measured 60 mm. No endoleak was identified. On (B)(6) 2010, a gore® tag® thoracic endoprostheses was implanted to repair the thoracoabdominal aortic aneurysm. On (B)(6) 2010, no endoleak was identified. The aneurysm size was unknown. On (B)(6) 2011, the originally treated aneurysm diameter measured 52 mm. No angiography was performed to identify endoleaks. On (B)(6) 2012, the originally treated aneurysm diameter measured 53 mm. No angiography was performed to identify endoleaks. On (B)(6) 2013, the originally treated aneurysm diameter measured 53 mm. No angiography was performed to identify endoleaks.